Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. The reported issue was unable to be confirmed as the customer was not able to upload pump data for review by tandem technical support.